Event description:
Patient tested on the suspect device with inr result of 7.9. Lab inr was 4.6. No treatment alleged. Controls were in range. The device was replaced and requested to be returned for evaluation.